Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: the returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device¿s handle was found to be broken; additional witness marks consistent with impaction were noted on the handle. The device was tested and found to function as intended. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 359.219, lot# 9417155. Manufacturing location: (B)(4), manufacturing date: may 21, 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date when the set was opened for an orif (open reduction internal fixation) of an ankle, it was noted that the handle on the inserter for ti elastic nails was broken in half. It is unknown when the breakage occurred. The inserter was fully functional and was used in the procedure without any issue. The procedure was completed successfully without any surgical delay and the patient was reported as stable. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).